Manufacturer narrative:
The slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter (bc) was delivered and inflated, however it ruptured at ten atmospheres (atm). No patient injury was reported. The device was replaced with a same size, non-cordis bc and the procedure was completed. The device was not returned for analysis. A product history record (phr) review of lot 17630200 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be determined. With the absence of any patient or vessel information, it is not possible to draw a clinical conclusion between the device and the event. However, procedural and patient factors may have contributed to the reported event. According to the instructions for use, although this is not intended as a mitigation, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter (bc) was delivered and inflated, however it ruptured at ten atmospheres (atm). No patient injury was reported. The device was replaced with a same size, non-cordis bc and the procedure was completed. The device has been discarded due to suspicious infectious disease.